Manufacturer narrative:
The device pleora iport returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The lvds cable was returned to the manufacturer for analysis. The reported event was able to be duplicated by medtronic personnel. The hardware investigation found that reported event was related to an electrical failure mode. While testing, frame rate errors were observed twice. Faulty lvds cable. The imaging system's mobile view station (mvs) was returned to the manufacturer for analysis. The reported event was able to be duplicated by medtronic personnel. Investigation found that the reported issue was related to a computer failure mode from a corrupt database. Clearing corrupt backup database resolved failure during testing.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: location of aro: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative found that intermittent 3d image acquisitions were showing quality issues. To resolve the reported issue, the viewing station of the imaging system computer, iport and lvds cable were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect components have been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while in a spinal fusion, the image acquisitions performed had black lines included within them. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. The surgeon completed the procedure with the use of the imaging system. The surgeon completed the procedure with the use of the navigation system. No additional information was provided.

Manufacturer narrative:
The detector panel for the imaging system was returned to the manufacturer for evaluation. Testing found that the imaging system would intermittent not complete start up. Once started up, image acquisition quality was poor.